Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low"; although specific value was not provided. Cause was not known. Customer consumed carbohydrates to address the bg. In addition, it was reported that the insulin gauge was inaccurate. The customer reloaded the cartridge to resolve the issue.